Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to low shock impedances of less than 20 ohms. Technical services (ts) discussed the clinical event triggered the red alert for less than 20 ohms shock impedance; however, the trending window had not ended so the device was not providing the actual value yet. Ts discussed the potential for a short in the device and/or lead, and that therapy may not be available. Ts also discussed troubleshooting and programming options. No adverse patient effects were reported.